Event description:
It was reported that the patients battery became inoperable. A manufacturer representative met with the patient and confirmed that the ipg would not communicate with external devices. It is unknown if the battery depleted prematurely. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Therapy was confirmed post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.